Event description:
It was reported that during a laparoscopic cholecystectomy the device malfunctioned during the case. The device was part of a laparoscopic cholecystectomy kit. The device spit out multiple clips and produced crossed clips. The procedure was completed with another device. There was no pt consequence.